Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant when attempting to reposition this right ventricular (rv) lead due to poor electrical parameters it was not possible to retract the helix. Thus, this lead was not used as a helix issue was alleged. The rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with the helix extended and body/blood fluid in the helix mechanism. The lead passed electrical testing. The lead failed helix mechanism testing as the helix did not move after eight turns. Laboratory analysis noted that due to the condition of the returned lead the helix could not be actuated during testing. Laboratory analysis could not confirm the reported electrical issues.